Manufacturer narrative:
Insulin pump powered up properly after battery installation. Intermittent button response due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at electronic and motor assemblies per visual inspections. Cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratched display window.

Event description:
Customer reported dropping the insulin pump in water and receiving a button error alarm. Customer also stated that the insulin pump was not reading the batteries. Customer's current blood glucose reading is 134 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.